Event description:
Same case as 6000089-2006-01540. It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to direct stent a taxus liberte 2.25x16mm drug eluting stent to the 75% stenosed lesion located in the moderately tortuous, mildly calcified left anterior descending (lad) artery, but was unable to cross the lesion. He then decided to remove the stent and pre-dilate the lesion. Upon withdrawal the stent fell to the floor. The physician then pre-dilated with a 2.0x12mm semi compliant balloon and attempted to place another taxus liberte 2.25x16mm stent. Upon withdrawal the stent dislodged into the guiding catheter, which was confirmed with images taken in the cath lab. At this point the physician decided to adjourn the angioplasty. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.